Event description:
On 01-may-2026, penumbra inc. Was made aware of an investigator-initiated retrospective analysis of forty-four patients. One patient underwent a thrombectomy procedure on (B)(6) 2025 in the tibioperoneal trunk (tpt) and the posterior tibial artery using an indigo system aspiration catheter 7 (cat7) and an indigo system lightning bolt aspiration tubing (lightning bolt). It was reported that the thrombectomy procedure was successful. A subsequent digital subtraction angiography (dsa) demonstrated a flow limiting dissection in the tpt. The physician treated the flow limiting dissection by performing an angioplasty using balloon devices and a stent. The patient recovered in the hospital for two days post-procedure and was discharged home on (B)(6) 2025. The flow limiting dissection was determined to be an adverse event related to the cat7.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event.